Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an occlusion alarm, and they were unable to prime the line. Despite replacing the cassette, the issue persisted. During testing, the fault could not be reproduced. The circuit was successfully primed using both a cassette and an administration set with a fluid bag. The pump passed all functional tests without any issues. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was occlusion alarm and was unable to prime the line. Upon further investigation, it was found that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.